Manufacturer narrative:
The distal tip of the soft cannula was observed to be damaged. Despite the damage observed, fluid was able to flow down its intended fluid path via the cross drill of the soft cannula. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. No other damages or defects were found with the device that would affect insulin delivery. Although damage was observed on the distal tip of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 313 mg/dl, while wearing the pod on the arm between 36 and 48 hours. A new pod was applied as treatment.